Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alarm for ventricular oversensing. Noise was not reproduced with isometrics. Lead remains implanted and revision was not planned due to the patients health. Patient condition was stable.